Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient began hearing a loud grinding noise from the pump. The patient was advised to come to the hospital immediately. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.